Event description:
Female (B)(6) had her first ultrasonic teeth cleaning. Within 24 hours she had a small stroke (affecting her right hand) due to some plaque breaking off within the carotid artery and going to her brain. Due to the carotid artery being so close to the teeth bones and ultrasonic sound waves being used in close proximity to it, we strongly suspect that the ultrasonic waves caused the loosening of some plaque in her carotid artery and it going to her brain, causing a stroke, in less than 24 hours since the ultrasonic procedure was done. Why is this page (B)(6) requiring me to check every box in questions 1 and 2?! No one died; no problem with different manufacturer of same medicine, etc. Webmaster needs to fix this page! The effects she actually suffered were: hospitalization and other serious, stroke.